Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to load a cartridge 3 times and had received a minimum fill alert after filling the cartridge with approximately 100 units of insulin. Tandem technical support assisted the customer with completing the cartridge loading step. The customer reported that the infusion set had been inadvertently attached at the infusion set site during the 3 attempts at loading the cartridge causing the customer to have received approximately 40 units of insulin. The customer consumed ice ream and if needed, had fast-acting sugar tablets and glucagon injections. The customer's spouse was present if help was needed. The customer's blood glucose (bg) level was 86 and had dropped to a low of 52 mg/dl. Upon follow-up, the customer spoke to a paramedic on the phone, but did not request that they come as the bg level was being monitored. Overnight, the customer's bg level increased and was at 91 mg/dl in the morning and 160 mg/dl in the afternoon.